Event description:
Additional information was received from the patient (pt). They reported that they will meet with their hcp on (B)(6) 2026 and reset the stimulator. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was that the caller reported that they were seeing a message on their handset that said the internal device has lost all data and to contact the clinician. The caller indicated that they had not had any medical procedures or hospitalization that could have caused this, but they were recently on a cruise and a security wand was used on them. The patient was redirected to their healthcare provider to further address the issue. The caller reported that they only leak once in a while, but had 2 severe utis. The caller questioned whether these utis were related to not emptying all the way without the therapy. Redirected to doctor. The caller noted that they have interstitial cystitis.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.